Event description:
Information was received that a smiths medical level 1 hotline low flow systems - hl-90 is leaking from the reservoir cover, alarm for air in line is broken as well as cracks in the pressure chamber door.

Manufacturer narrative:
Device evaluation: one warmer device was received for investigation in poor condition. At power up, it was found that there were no visual led's on the air detector. The sensor board was then replaced to fix the issue with no visual leds. Next, the device was opened for further investigation and a leak was noticed from the bottom of the reservoir. Multiple components were also damaged including, pump assembly, fan assembly, heater assembly, and drain valve including, wear and tear. Second reported reason was confirmed. Additionally, the temperature did not rise to specifications on the lcd .once the pcb (primary circuit board) and other components were replaced, the device operated as intended. Based on the evaluation, the complaint was confirmed. The problem source of the event was noted to be from normal wear and tear on the device.